Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) investigated the device. Investigator ran the device for about 20 minutes with power on in order to try to get the device distal end heated, however could not reproduce the device getting hot. There was no abnormal heat generation at the distal end including the lens. The instruction manual provides preventive measures against the reported failure mode. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
The physician observed that the tissue around the tumor was turning white during a colonoscopy using this device. The tumor was removed the intended procedure was completed with the same device. There was no report of patient serious injury associated with this event. Additional information provided the hospital indicated that a total of three spots got burned. When the physician noticed the first burnt spot, the physician was using narrow band imaging function. The other two burns were found the physician was observing the tumor, spraying crystal violet. The doctor commented that the heated light guide might have contributed to the event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical safety officer reviewed this event. As the result, the reported event is not considered as leading to life-threatening or permanent injury/loss of function because of the following. Therefore this event is considered non-serious. -the colonoscopy procedure was completed without interruption. -the reporter states no health hazard has happened to the patient. If significant additional information is received, this report will be supplemented.